Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: (B)(6). G4 - PMA/510(k)#: exempt this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an ureteroscopy procedure, an ncircle delta wire tipless stone extractor's basket did not close all of the way to grasp the stone. It is unknown if the patient's anatomy was tortuous, calcified or scarred. The procedure was able to be complete, however, it was not specified how. A section of the device did not remain inside the patient¿s body. The patient did not require any other additional intervention or experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation: as reported, during an ureteroscopy procedure, an ncircle delta wire tipless stone extractor's basket did not close all of the way to grasp the stone. It is unknown if the patient's anatomy was tortuous, calcified or scarred. The procedure was able to be complete, however, it was not specified how. A section of the device did not remain inside the patient¿s body. The patient did not require any other additional intervention or experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no confirmed recorded non-conformances relevant to the failure mode. A database search identified one other complaint associated with the reported device lot. It was reported by the same customer for the same issue. Neither of the complaint devices were returned, preventing the causes to be established. It was not possible to determine if the two complaints had related causes. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, t _ ntse_ rev1; the IFU did not provide any information related to the reported issue. Based on the available information, no product returned, and the results of the investigation, the cause for the issue could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.